Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the cleo® 90 infusion set the infusion pump alarmed for an occlusion. The alarm occurred during a bolus delivery. According to the report, the patient's blood glucose level was in the 400's mg/dl at the time of the event. The patient did not test for ketone levels. The patient administered multiple daily insulin injects (mdi) to resolve their high blood glucose. During troubleshooting it was determined that there was a blockage in the tubing. The patient was advised to change their infusion set tubing and to resume insulin therapy. No permanent adverse effects to patient reported.